Manufacturer narrative:
As reported in a research article, a new simple technique for stabilizing the guidewire position within the left ventricle during transcatheter mitral valve-in-valve implantation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "a new simple technique for stabilizing the guidewire position within the left ventricle during transcatheter mitral valve-in-valve implantation."

Event description:
The article, "a new simple technique for stabilizing the guidewire position within the left ventricle during transcatheter mitral valve-in-valve implantation," was reviewed. The article presented a case study of a 30-year-old female patient with a past medical history of atrial septal defect closure and mvr with unknown manufacturer bovine prosthetic. An early degeneration of the prosthesis occurred within 3 years and a second mvr was performed with a new 25mm abbott biocor valve being implanted. One year after the second mvr, two paravalvular leaks were closed using a 10mm amplatzer vascular plug ii and a 10x4mm non-abbott device. The patient then developed worsening dyspnea in the last year; clinical evaluation showed permanent atrial fibrillation with controlled ventricular rates, severe bio-prosthesis valve degeneration with mean mitral inflow gradient of 13mmg, and moderate valvular regurgitation. The patient was started on coumadin for the permanent atrial fibrillation, however the patient experienced recurrent menorrhagia due to dysfunctional uterine bleeding and labile international normalized ratio due to coumadin therapy. Therefore, a 24.5mm non-abbott valve was implanted via valve-in-valve. The patient status was unknown. [The primary and corresponding author was kothandam sivakumar, department of pediatric cardiology, institute of cardio vascular diseases, madras medical mission, chennai, india, with corresponding email: drkumarsiva@hotmail.com].